Manufacturer narrative:
No product malfunction identified. Cot encountered an obstacle and gravity caused the cot to tip.

Event description:
It was reported to the service technician there was a cot tip. The captain reported the following sequence of events: the ambulance was dispatched to transport a patient who was in custody at the (B)(6). The ambulance parked in the lot, unloaded the cot, and closed and secured the vehicle. The crew then loaded the patient on the cot and proceeded to make their way out to the ambulance. Upon getting to the ambulance, the crew stopped short of the rear doors of the ambulance and it was reported the cot wheels were on the edge of a sloped storm drain. The crew member at the head of the cot left the head end of the cot to open the doors to the ambulance. As he did, the cot right head caster wheel...